Event description:
It was reported that the battery status of the implanted device when checked by the programmer was "voltage 2.79 v" <(>&<)> "impedance 150 ohms". During a prior check by the programmer, the battery status was "voltage 2.79 v" <(>&<)> "impedance 909 ohms". It is noted that it had been measured by the reported programmer. Battery status was measured by changing to another programmer and battery status was "voltage 2.79 v" <(>&<)> "impedance 181 ohms". Thereafter, the programmer is running repeatedly correct measurement. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).